Event description:
It was reported that during a laparoscopic cholecystectomy the device had a broken shaft and didn't squeeze properly. The event did change the intent of the orginal procedure and the user converted to an open procedure.